Event description:
Reported due to hospitalization. The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure in 2/2006. The patient had been "admitted to the emergency room in 2/2006 and given an aspirin, plavix and sub-cutaneous lovenox cocktail. In 2/2006, the patient was reportedly given more aspirin, plavix, and sub-cutaneous lovenox. In 2/2006, the patient had a cardiac catheterization which showed normal coronary". A femoral angiogram confirmed the access site as the right common femoral artery without calcification. Vessel size was not reported. The patient was reportedly given lovenox after the procedure was completed. He experienced "persistent track ooze for twenty-four (24) hours which was treated with femstop. This extended the patient's hospital stay by one (1) day." No other adverse events were reported. Although requested, no additional information was provided.